Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional called boston scientific technical services (ts) to discuss a non-treated episode stored within this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts discussed the possibility of seal plug damage/fluid ingress or air around the sense electrode contributing to the event. Ts then discussed options of programming primary sensing vector or to just monitor the patient going forward. No further issues and no adverse events were reported. The device remains in service.